Manufacturer narrative:
H10: through follow up communication under previous contamination cases from the same hospital, livanova learned that the device was cleaned regularly according to the instruction for use and it was monitored weekly for hydrogen peroxide concentration. Moreover, the device was placed outside the operation theater and the hospital user does not use reusable heating blankets for the patient. The device will be sent to the manufacturer site for deep disinfection in order to solve the reported issue. The root cause of the event could not be established, however it cannot be ruled out that external causes occurred.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. There is no known patient involvement.